Manufacturer narrative:
02/11/1999-supplemental report sent to FDA. Analysis of the returned photo suggests a black piece of material was obstructing firing, however, the exact cause could not be reliably determined.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument leaks pneumoperitoneum. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.